Manufacturer narrative:
An isi technical field specialist (tfs) was dispatched to the site to troubleshoot the issue. The tfs verified the reported issue and discovered a loose cable in the suj of the ecm. The field scrap part was replaced onsite and the da vinci system was tested and verified to be ready for use. No parts were returned to isi. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci thymectomy procedure, the customer was unable to resolve a 22003 error message and the procedure was converted to a laparoscopic procedure. During the procedure, the patient side cart (psc) was moved to another position. When the da vinci system was powered back up, the error 22003 appeared, which pointed to the setup joint (suj) on the endoscopic camera manipulator (ecm). The customer had power cycled several times prior to calling intuitive surgical, inc. (Isi) technical support for assistance with no success. The customer was instructed by isi technical support to exercise the suj but the issue persisted. The surgeon decided to convert to laparoscopic to complete the case. There was no patient harm, adverse outcome or injury reported.